Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported a pseudoaneurysm occurred. The patient had a 30mm watchman laa closure device implanted successfully with the use of a watchman access system. The patient developed a pseudoaneurysm in the left femoral access site. The patient remained hospitalized due to local bleeding which was treated with a blood transfusion of 2 units and a thrombin injection. The event was considered resolved about two weeks later.